Manufacturer narrative:
This supplemental correction report was created to capture the additional information received, which indicates that there was no evidence of battery depletion on the device and no evidence that actions were taken. This observation no longer meets the definition of malfunction, as normal device follow-up will be continued. Amending MDR decision to MDR=no report.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that, during a conversation with boston scientific (bsc) about magnetic resonance imaging (MRI) status, the patient was informed the device battery had rapidly decreased from thirty to ten percent and would need replacement. Technical services (ts) reviewed the records and informed the health care professional (hcp) that no patient contact regarding MRI was found. Ts also stated that battery status is not disclosed in percentage terms and that the source of the patient's information is unclear. To date, this ICD remains in service. No adverse patient effects were reported. Additional information was received indicating that the clinician reported no evidence of battery depletion. The clinic requested the patient to provide the letter of the event mentioned, but the patient had not yet presented anything. No adverse effects have been observed, and the planned normal device follow-up will be continued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that, during a conversation with boston scientific (bsc) about magnetic resonance imaging (MRI) status, the patient was informed the device battery had rapidly decreased from thirty to ten percent and would need replacement. Technical services (ts) reviewed the records and informed the health care professional (hcp) that no patient contact regarding MRI was found. Ts also stated that battery status is not disclosed in percentage terms and that the source of the patient's information is unclear. To date, this ICD remains in service. No adverse patient effects were reported.